Event description:
A customer reported her adc freestyle navigator's receiver had fast draining batteries. The customer stated the "batteries only last 1 or 2 days", and reported the "batteries had been in the meter for 48 hours and died." As a result of this issue, the customer reported that around 11:00am on (B)(6) 2012 she "did not realize the batteries had died and had a hypo, cut her arm and lost consciousness." The customer stated she was awakened by her (B)(6) daughter. No third-party medical intervention was reported. The customer's daughter gave the customer "chocolate". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an final report. The product has been returned, and an investigation has determined that the complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted. (B)(4).